Event description:
It was reported that the patient presented in the emergency room. It was noted that the patient appeared to be have been experiencing hallucinations and dysphoria unrelated to the complaint. Upon interrogation, the right ventricular lead exhibited oversensing of far p and t-waves. The lead was reprogrammed. The patient was stable post event.